Manufacturer narrative:
Additional information: three (3) actual samples were received for evaluation. Visual inspection was performed and a top seam tear in the back of the bags was identified. Additional magnified inspection verified a tear in the top seam in back of all samples. A functional testing was performed which revealed a leak in the affected area of all samples. The reported condition was verified in all samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. This issue was discovered ¿at the time of unpacking¿ prior to patient use. There was no patient involvement. No additional information is available.